Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps on the one-link extension set ¿come loose easily¿ which lead to bleeding from the open port (no further detail was provided). The amount of blood loss and the indication for the infusion were unspecified. No further detail was provided whether medical intervention was required, or regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review was not performed for this disposable device. Should additional relevant information become available, a supplemental report will be submitted.